Event description:
Caller alleges inaccuracy with inratio. Results as follows: dates: in 2007 inratio 0.7 lab 1.7. Date same day, inration 1.3, lab 2.0. Caller alleges imprecision with inratio. Results as follows: first test inr = 1.0, second test inr = 1.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio:0.7, lab:1.7, mean:1.2, confidence limits:1.0-1.5 date: 2007, inratio:1.3,lab:2.0, mean:1.7, confidence limits:1.2-2.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st data set, both inratio and lab values are not within the confidence limits for inr testing. For the 2nd data set, both inratio and lab values are within the confidence limits. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time. Inratio precision data provided by end-user lot ni: first test inr = 1.0 second test inr = 1.2 mean = 3.85; sd = 0.35; %cv = 9.2%. The %cv is less than or equal to 20%. Per internal procedure, tr 0150, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Strip lot number was not provided therefore further testing cannot be performed.